Event description:
It was reported the device displayed error code 1720 and has a damaged lens. This was discovered during testing. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Faulty back-up-capacitor was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: catalog number: 21-6400-51. D4: model number: 6400. D5: operator of the device: other. E4: customer reported to FDA: no information.